Event description:
Drug/diluent: unk; fill volume: unk; flow rate: unk; procedure: bilateral breast reconstruction; cathplace: dual, chest wall area, under implants. The surgeon reported that a one inch segment of catheter was left inside the pt after removal. He reported that the catheter looked stretched and curled at the end. Surgeon's office reports that the pt is fine and there has been no decision to remove the catheter fragment. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: at the time of this report, sample had not been received, but was reported to be available. Result: without the actual product, an analysis cannot be conducted. Conclusion: the sample will be evaluated when received and a f/u report will be filed.